Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found however, the visual inspection noted that the defib conductor was stretched.

Event description:
It was reported that the lead was damaged during the implant procedure. The lead was not implanted and there were no patient complications reported as a result of this event.